Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the pt has had issues with the ins for the past 3-4 months. Pt stated she has requested an appt with their healthcare provider but pt does not know the date or time yet because she needs to get approval from workers comp before scheduling the appointment. Pt stated that her ins charge is only lasting for 1 day when it used to last a couple of days. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.